Manufacturer narrative:
Date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr angio-seal vip device was used for vascular closure after surgery. Angiography revealed a 90% stenosis in the middle portion of the left anterior descending artery (lad). The surgical site was the right femoral artery. When the package was opened, the arteriotomy locator was almost broken at the blood hole. Another angio-seal device was used to replace the first one and the surgery was finished with this device. The patient was reported to be in stable condition. Additional information was received august 01, 2019: the size of the procedural sheath was 6fr. A pre-deployment angiogram was performed. The procedure was completed successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products, update device evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal vip was returned for evaluation. All accessory components were returned. The carrier tube assembly was returned along with the incompletely opened poly foil pouch as well. Visual inspection revealed that there was a deformation (slight kink) identified at the blood inlet hole of the arteriotomy locator. No damage or deformation was noted with the returned hemostasis sheath. The incompletely opened poly foil pouch was attempted to be completely opened and the carrier tube assembly was carefully removed from it. The bypass tube was found protecting the anchor of the carrier tube assembly. No other visual anomalies were noted with the returned components. Dimensional testing was performed. The outer diameter of the arteriotomy locator was measured to be 0.0908". All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the application of an off-axis force to the arteriotomy locator while removing the locator from the packaging tray may have contributed to the kink at the blood inlet hole. However, the exact cause of the reported event cannot be definitively determined based on the available information.